Event description:
Device 1 of 2; reference MFR. Report# 1627487-2019-03587. Further follow-up indicates the patient had both leads explanted and replaced with a different model lead. Effective therapy was restored postoperatively.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2019-03587. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention may be pending.